Manufacturer narrative:
It is noted that 10 screws and 16 locking caps were recorded on the sales order for this revision surgery. 14 screws are visible on x-ray. Life spine has no record of an initial surgery with this patient. When comparing the amount of locking caps used compared to screws implanted it is not clear whether the manufacturer locking caps may have been used with screws from a different manufacturer.

Event description:
Set screw disengagement and rod slippage three years post surgery.